Event description:
Voluntary medwatch form received notes that a patient presented with slight drop in pacing impedance on the atrial lead. The atrial lead remains in serve. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5148930, mw5148931, mw5148932, mw5148933.